Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm on 70 mg/dl. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer¿s current blood glucose was 163 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Threshold and low suspend limit in sensor settings was 75 mg/dl. Customer declined troubleshooting of the low blood glucose. The sensor will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.